Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the previous artificial urinary sphincter (aus) was removed in 2021 due to it eroded. The patient underwent a re-implant surgery and a new aus was implanted and the device was cycled and deactivated. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.